Manufacturer narrative:
PMA/510k: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up. Medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a revision procedure due to a non-union proximal secondary to a broken unknown 4.5 cortex screw. During the revision procedure all hardware was removed including the segment of the screw. The patient was then implanted with a new plate and new screws. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device: unknown plate (part # unknown, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown cortex screw. This is report 1 of 1 for (B)(4).